Manufacturer narrative:
The returned device was inspected in the factory but the reported problem could not be replicated.

Event description:
It was reported that the buckle securing the body support released during a transfer.